Event description:
Complainant alleged that the clinicians were attempting to pace a pt (age and gender unknown), but the device would not pace the pt. The clinician was able to obtain another device to pace the pt. The complainant indicated that the pt subsequently expired, but that the pt outcome was not as a result of the reported malfunction.